Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that the implantable neurostimulator (ins) power did not turn off. It was further reported that although the ins was turned off with the patient controller that ¿it didn¿t feel like it was off.¿ when the controller was turned on, the stimulation increased; when it was turned off, it decreased from the on state, but there was no improvement when the stimulation was still felt. There were no external factors in particular reported that may have caused the event. The patient was redirected to a healthcare facility for further troubleshooting; no further actions were taken at the time of report. The cause of the patient feeling stimulation despite the ins being off was asked, but unknown. The issue remained unresolved at the time of report. No further complications were reported or anticipated.